Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787. Product ID: 9735881. Product ID: 9735784. Product ID: 9735943. H3/h6 - a manufacturer representative went to the site to service the system. Testing found no power to ups or system. No lights lit on ups. Ups and fuses replaced. Multiple power outlets tested. Evaluation codes b01, c02, d02 apply. Evaluation of the returned power supply found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system spontaneously shut off in the middle of a surgical case. There was no patient impact reported. They removed battery from ups on camera cart and test if system powers on - did not power on. Removed battery from ups on main cart ¿ still no indication of power. Fuses checked by biomed, biomed checked - 1 fuse blown. They accidentally replaced the fuse while the system was connected to wall power, causing a spark in their ups. . With the new ups installed, however, the system still didn't turn on, indicating that the root cause was not with the ups.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6), product ID: 9735943, serial/lot #: (B)(6). The cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to a1-4 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a l3-l4 discectomy with a minimally invasive spinal fusion. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.